Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose after meal announcements while using an ilet pump and therefore selected ¿less than¿ for meals to avoid further lows. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included self-treatment without escalation of care. Investigation included customer interview and scheduling for additional training. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.